Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2025; product type lead product ID 977a260 lot# serial# (B)(6); implanted: (B)(6)2022; explanted: (B)(6) 2025; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-jan-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 10-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient fell a month ago and had an operation to replace the leads. The leads had migrated/dislodged. The devices were discarded once explanted. The issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was lead migration and the product migrated around internal organs. Rep was told by the md who did the revision, that it was reported to him that it migrated into the spinal cord. The pt was hospitalized and the device was explanted. The manufacturer representative (rep) indicated they would send any further information as they become aware.